Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient saw a hcp on (B)(6) 2017. After two years and three months, the battery was running low, which led to the problem with the implant. The patient was very satisfied with the implant. The hcp found the patient had just one channel working, but the battery had 10-11 months left. They had another appointment scheduled for (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that starting a couple of months ago, patient's had problems with their implant and stated that its stopped working 2-3 times. Also, it wasn't treating their symptoms. Patient didn't want to troubleshoot as they knew how to turn implant on and change the settings, however they thought something was wrong with the implant and wanted to see the healthcare professional (hcp). No further complications were reported.